Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was interrogated and found to be operating in safety mode. The patient experienced phrenic nerve stimulation due to unipolar pacing. A boston scientific technical services consultant explained safety mode settings and advised keeping the patient on cardiac monitoring due to risk of pacing inhibition. The patient was admitted to the hospital and the device remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this device was interrogated and found to be operating in safety mode. The patient experienced phrenic nerve stimulation due to unipolar pacing. A boston scientific technical services consultant explained safety mode settings and advised keeping the patient on cardiac monitoring due to risk of pacing inhibition. The patient was admitted to the hospital and the device remains in service at this time. No additional adverse patient effects were reported. It was reported that this device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Event description:
It was reported that this device was interrogated and found to be operating in safety mode. The patient experienced phrenic nerve stimulation due to unipolar pacing. A boston scientific technical services consultant explained safety mode settings and advised keeping the patient on cardiac monitoring due to risk of pacing inhibition. The patient was admitted to the hospital and the device remains in service at this time. No additional adverse patient effects were reported. It was reported that this device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.